Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use. There is marking on the screw head. The screw shaft has fractured where it meets the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screw shaft to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during surgical fixation, it was found that a screw tail cap in the fixation system was broken. One piece remains in patient and the other piece will be returned. There was no additional medical intervention for the patient and there was no surgical delay.